Event description:
Complainant alleged that the staff of the critical care unit department was preparing to defibrillate a pt (age, gender and condition unknown), but the device would not power up. The staff was able to obtain another device to treat the pt. The complainant alleged that there was no adverse effect on the pt as a result of the reported malfunction.